Event description:
The surgeon reported an obstruction during phaco. In some cases, she has to pull out the phaco tip of the eye every few seconds to unclog the handpiece. The surgeon reported that in one patient there was a posterior capsular tear. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There were no samples returned for evaluation. A review of complaints for this system for the last 24 months did not indicate any additional reports. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Patient this report was mailed to FDA on: 02/20/2009.